Event description:
Pt on continuous mechanical ventilation. The ventilator "jumped" calibration while on pt. Pressure and volume delivery dropped by approximately 20%. Recognized quickly, pt bagged, experienced mild desaturation and recovered quickly. Co called, representative checked machine, found pressure transducer with intermittent contact problem. Contacts cleaned/repaired, machine checked out x 72 hours and is now functioning properly. Returned to service.